Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was not performing as intended. The pump turned on when plugged into a power source and the customer was able to access the pump features. Customer's blood glucose was 70 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.